Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a no delivery alarm on the insulin pump. Customer stated that the alarm occurred during bolus. Customer's blood glucose level was 272 mg/dl. Customer was assisted with performing a 5.0u fixed prime. Customer stated that the insulin did not exit. Customer was advised to reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing. Customer reported insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. No additional information provided.